Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0301146v, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. (B)(4).

Event description:
A patient and manufacturer representative reported that the patient had a loss of stimulation and complete return of symptoms. The patient's indication for use was noted as urinary dysfunction. The patient hadn't had the system checked or reprogrammed for over two years prior to (B)(6) 2007. The patient programmer passed the self-test and there was no response from the implantable neurostimulator (ins). In (B)(6) 2015 the patient didn't even remember that she had the device. She had memory issues and could not remember when it was working or even having it put in. The device stopped working, the patient had been using the thickest diapers, and she woke up in the morning "with it dripping down her leg." The patient went from wearing bladder leakage pads to diapers. She had an appointment with her doctor for botox and wanted to get the device working again too. She made an appointment for an evaluation on (B)(6) 2015 but wanted to go in sooner if possible to get it fixed. No event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.